Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer¿s mother reported via phone call that the customer fell in the pond water with insulin pump and insulin pump display went blank immediately after it exposure to moisture. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Advice to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.